Manufacturer narrative:
Results and conclusions: is based upon evaluation of user facility information & the returned sample; is based upon evaluation of the reserved sample. Conclusions: is based upon evaluation of the user facility information & the returned sample; is based upon evaluation of the reserved sample. The involved device was returned to the manufacturing facility for evaluation. A visual inspection of the sheath and dilator revealed both were slightly curved. The wire was noted to have broken and the overcoil was unraveled. An evaluation of the retention samples from the reported part/lot and the surrounding lots was conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional and dimensional testing confirmed the products met manufacturing specification. A review of the complaint files confirmed that this part/lot number combination has not been reported previously. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. There is no evidence that this event was related to a defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the wire having been withdrawn back through a metal entry needle. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guide wire may result". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported when gaining femoral access there was difficultly advancing the wire into the cfa. Follow-up communications with the user facility confirmed the following information: (1) the wire was getting twisted up and when attempting to withdraw the wire the overcoil was damaged; (2) part of the tip broke off outside the vessel; (3) a piece of wire was left in the patient under the skin and outside the vessel; (4) the procedure was completed; and (5) the patient is reported to be "fine."